Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The pneumothorax was identified via chest x-ray during the procedure. Per the physician, a defect was visualized in the visceral pleura. The procedure was completed. The initial size of the pneumothorax was small/moderate but increased in size to moderate/large over two hours. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for five days and later discharged home. Per the physician, the lesion biopsied was 1.2 cm, in the subpleural left upper lobe (lul), and the lesion was 1-2 mm from the pleura. The physician believes that the pneumothorax was due to the location of the lesion in the subpleural lul and the aggressive biopsying of the lesion resulting in violation of the visceral pleura. The physician confirmed that there was no malfunction of an ion product. It is also believed by the physician that a pneumothorax would have likely occurred using a different modality, such as a transthoracic biopsy.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae), a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The initial size of the pneumothorax was small/moderate but increased in size to moderate/large over two hours. Although the patient remained asymptomatic, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for five days and later discharged home.